Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricle (lv) lead exhibited a high pacing impedance and was failing to capture. The lv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.